Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the reporter: (B)(4). Two needles broke off the device. The device fragments fell into the patient cavity but were found with x-ray. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. (B)(4) for the second device.